Manufacturer narrative:
Germ responsible for both the infections reported is unknown. No additional info (e.g. X-rays, germs responsible for the infections) is available. The check of the sterilization charts of the devices explanted in the surgery of (B)(6) 2015 (femoral head: lot #201004276; neutral liner: lot #201500822) did not show any anomaly. Moreover, we performed a check of the sterilization charts also for the components which were not explanted, but remained in situ during this revision surgery (acetabular cup: lot #201211359; bone screw: lot #201313712; plug and hood: lot #200504214; stem: lot #201214035). No anomaly in the sterilization procedure emerged from the check of all the sterilization charts and all the pieces were regularly sterilized before being placed on the market. No other complaints were received on these specific lot #. We also performed a check of the sterilization charts of the devices implanted during the surgery of (B)(6) 2015 and explanted on (B)(6) 2016 (bone screw: lot #201301513; femoral head: lot #201316148; liner: lot #201500823) and no anomaly in the sterilization procedure emerged from the check of all the sterilization charts and all the pieces were regularly sterilized before being placed on the market. No other complaints were received on these specific lot #. Based on the available info, we believe that this patient was somehow predisposed to infection as he had at least 2 cases of infection. All devices were regularly sterilized before use. We are aware of a total of 13 cases of infection involving a delta hip prosthesis, on a total of 145768 delta prostheses marketed ww since 2008. All the components involved were regularly sterilized and none of the 13 cases was classified as product-related.

Event description:
The first surgery reported was done on (B)(6) 2015 and it was described as a revision of dhs (non lima) prosthesis. During this surgery, the implanted components were a delta tt cup with one bone screw, a delta pe liner, a cocrmo femoral head and a friendly stem with plug and hood. An infection (onset date unknown) occurred both in the acetabular and femoral side. The revision surgery was performed on (B)(6) 2015, the germ responsible for the infection is unknown. The surgeon replaced only the liner, the bone screw and the femoral head. A second revision due to infection was performed on (B)(6) 2016; all components were removed, probably until infection healing. The germ responsible is unknown. The event occurred in (B)(6).